Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power turns off due to power board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the power of the monitor on the subject device was turned off. The issue occurred before sedation for a diagnostic endoscopy procedure that was completed with the same set of equipment. There were no reports of patient harm.